Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgment, which was confirmed through x-ray. A new lead with the same model was implanted. No adverse patient effects were reported.